Event description:
It was reported that the device would intermittently lock up. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported intermittent failure. The system controller and user interface pcb assemblies were replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assemblies; however, the reported failure was not duplicated. Both assemblies were tested as a set, with multiple self tests and power cycles. There were no failures found. Further root cause of the reported failure was not determined.